Manufacturer narrative:
The investigation of the electronic log file revealed that a malfunction of the cpu board, which controls the device-internal communication between user interface and vgc (ventilation and gas controller), was the root cause of the reported failure. This led to a shutdown of the ventilator, and gas mixer simultaneously. In this situation, the device automatically switches to monitoring mode while alarming the user to this condition by means of a corresponding alarm. Manual ventilation with emergency oxygen dosage remains possible including the application of anesthetic gas as well. The procedure how to establish the emergency gas supply is described in the IFU. Dräger finally concludes, that the device has reacted according to its safety concept, and has performed an emergency shutdown of the affected components accompanied by the respective alarms. Similar cases are known, however, the exact failure mechanism could not be determined during in-depth analysis. It was only possible to narrow down the root cause to the respective pcb. Thus, it was recommended to replace the affected board. The number of similar cases related to the same root cause is within the expected range of the respective risk assessment, and thus, accepted.

Event description:
Initially, it was reported that the device posted an unspecified alarm during use. There was no restriction in essential performance reported, and it was explicitly mentioned that no patient injury has occurred. The investigation however has later revealed that the device shut down automatic ventilation during the particular case. Thereupon was decided that the case is reportable.